Event description:
Manufacturer reference number: 2017865-2021-35883. It was reported that an asymptomatic patient presented for a follow up in clinic. The patient's pacemaker and right ventricular (rv) lead exhibited oversensing noise, resulting in pacing inhibition. The rv lead showed difficultly to screw out of the device. The pacemaker and rv lead were explanted and replaced. The patient experienced no adverse consequences.

Manufacturer narrative:
The reported events of failure to remove the lead from the device header and noise were not confirmed. Only the connector portion of the lead was returned in one piece for analysis. Electrical, visual, and x-ray analysis did not find any anomalies with the exception of procedural damage.